Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 self-activated. It was removed from the surgical field and never came in contact with the patient. A replacement kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the tri-heater assembly was burnt and crooked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test during several device actuations. Based upon the functional test, the reported failure "device self-activated" is not confirmed. A lot history record review was performed and there was no nonconformance that would have caused the reported failure mode. (B)(4).